Event description:
Device 1 of 2; reference MFR. Report: 1627487-2018-12393.

Manufacturer narrative:
The results, method and conclusion codes will be included in a supplement report. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-12393. It was reported the patient suffered a bug bite near the lead site, and the bite became infected. Although the physician prescribed multiple rounds of antibiotics, the infection returned multiple times. The physician believed the infection¿s close proximity to the lead site was preventing the infection from resolving, thus, the scs system was explanted.